Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing at 375,037 joules of use. The case was completed using a second fiber. There was no report of injury; the pt's outcome was reported as ok.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.